Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. Testing of the customer samples was performed and low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg has been found experiencing 100 occurrences of underfill during use. The following has been provided by the initial reporter: under filling of tubes i.e. Cat 367587 edta + fluoride 2ml tubes. More than 20% under filling is reported on numerous occasions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg has been found experiencing 100 occurrences of underfill during use. The following has been provided by the initial reporter: under filling of tubes i.e. Cat 367587 edta + fluoride 2ml tubes. More than 20% under filling is reported on numerous occasions.